Event description:
After implantation for approximately one year, a spiked washer and screw were observed backing out of the bone (by x-ray). The surgeon was unable to determine why the screw was backing out. The patient was young with hard bone. A second procedure was performed to remove the washer system. It was reported that there was no patient complications.